Event description:
It was reported by a customer in the USA that, an 840 ventilator had a screen block message. There was no pt involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshoot this issue with the customer over the telephone. The customer was recommended to clean the screen, and if unsuccessful, replacing the touch frame. The customer reported that cleaning up the interior of the front housing cleared up the issue, and the unit was back in service. Customer has conducted final testing. (B)(4).